Event description:
Tandem pump stopped working during flight giving an altitude alarm. Has been shut off for several hours and unable to resume insulin or change cartridge. This has happened before during flights.